Manufacturer narrative:
Technician found the head panel was not lowering down. Unit was in repair shop. Replaced the springs to resolve this issue.

Event description:
Head panel was not lowering down. No injury reported.